Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During the operation, after inserted hansson pin, the hook did not come out. The surgeon replaced hansson pin and the operation was complete.